Manufacturer narrative:
Additional information was received that the reported event was due to incorrect assembly of the expiratory circuit. This was a use error, there was no malfunction. H3 other text : additional information was received that the reported event was due to incorrect assembly of the expiratory circuit. This was a use error, there was no malfunction.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient involvement.